Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when the customer tried to pull out the seal, it was difficult to pull out because it seemed to be entangled. This event occurred. During deployment of the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on (B)(6)-2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).